Event description:
The posterior capsule tore as the iol was inserted into the patient's eye.

Manufacturer narrative:
See MDR 1920664-2010-00035 for the delivery device used with this intraocular lens.